Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode. Further analysis noted frequent charging and charge time out. The cause of backup vvi mode was due to appropriate frequent hv therapy for vt storm. The device was restored to normal function successfully. Patient¿s condition was stable.